Event description:
It was reported that the patient with this implantable cardiac resynchronization therapy pacemaker (crt-p) experienced a sensation of electricity running through the body and fell. The patient was admitted to the hospital, where the attending clinician indicated that there was a suspected anomaly with the device. At this time, this crt-p remains in service. No adverse patient effects were reported.